Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting up and that no x-ray was possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was delayed for 4 hours and completed in the same system after the remote service engineer resolved the issue. The philips remote service engineer (rse) analysed the system remotely and confirmed that the equipment has an error message: generator is busy starting up, no x-ray is possible. Analysis of system log file by rse showed failure in the hospital's electrical network. Upon troubleshooting, rse found that the point (power inverter), adu (anode drive unit), and miu (main interface unit) leds were switched off due to bad contact in these cables. To resolve the issue, rse instructed to disconnect and reconnect the cables for the adu, point and miu. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.